Event description:
It was reported that a cardiac tamponade was found during mapping procedure after ablation. The navistar catheter was advanced to the auricle of left atrium. The doctor commented that the root cause for the tamponade could be procedure related.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."